Manufacturer narrative:
This information is based entirely on journal literature. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a case of a cardiac resynchronization therapy-defibrillator exhibiting a lower and alternately variable basic rate. International heart journal. 2018; 59(3):626-629. Doi: 10.1536/ihj.17-235. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding a patient with a cardiac resynchronization therapy-defibrillator (crt-d). The article reports three years after crt-d implantation, the patient was admitted to the hospital with pneumonia and exacerbation of heart failure. The patient developed atrial tachycardia (at) with a cycle length of 550-600 ms, which led to inadequate biventricular pacing in the programmed in ddi mode. In addition, the at was being under-sensed by the atrial lead. It was noted that the lengths of some cycles were observed to be longer than the programmed setting. Atrial pacing fell within the non-competitive atrial pacing (ncap) interval after his basic rate was reprogrammed to 100 beats/minute, thereby delaying atrial pacing to occur just after the ncap period. The device remains in use. No further patient complications have been reported as a result of this event.